Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye due to refractive error. It was stated that it was not attributed to the iol. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.